Manufacturer narrative:
Voluntary medwatch form received: mw5188073.

Event description:
Voluntary medwatch form mw5188073 received states: it was reported that this right ventricular (rv) lead exhibited oversensing of non-physiological signals. As a result, non-sustained ventricular tachycardia (nsvt) episodes were stored. Programming options were recommended. No adverse patient effects were reported. This rv lead remains in service.